Manufacturer narrative:
B5: upon due diligence, it was reported there was one (1) bag that leaked. H10: the actual device was not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the reporter stated that the issues occurred on unspecified dates over the past two weeks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while connecting an unspecified quantity of vented high-volume inlets to valve sets, there were connection issues. This was further described as, the connections were loose which caused a complete disconnection and resulted in leaks. This was identified prior to patient use. There was no patient involvement. No additional information was added.